Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7289334, UDI: (B)(4).

Event description:
It was reported that the patient while undergoing trial procedure experienced itching at the tape. The patient underwent an early lead pull procedure. Patient is doing fine postoperatively. Trial leads were disposed per facility policy.